Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 crr 803.56 when additional reportable info becomes available. Attempts were made to obtain additional info. (B)(4).

Event description:
A deputy director from a hospital reported that a system message indicating "loose tip" was displayed during a cataract procedure. The handpiece was exchanged and the procedure was completed by using a different handpiece. There was no pt impact. Additional info from the reporter indicated that he did not know what type of phaco tip was used. Attempts were made to obtain additional info.